Event description:
The patient reported that they scratched their incision pocket and it broke open, causing it to bleed. The patient was instructed to use peroxide and a band-aid for the next week to 2 weeks until the incision heals. The patient's incision is healing but not completely healed. The physician instructed the patient to come in for a 6 month follow up or call if the incision does not heal.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, inappropriate tools, and the patient not attending their post-op visit have been ruled out as potential causes. However, the patient scratched their incision pocket, breaking it open and causing it to bleed. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as the patient scratched their incision pocket breaking it open (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.